Event description:
It was reported that the procedure was to treat an aneurysm in the mid left anterior descending (lad) artery. The 3.5x19mm graftmaster stent implant was deployed; however, the stent implant was noted to be malapposed, which required post-dilatation with a non-abbott balloon dilatation catheter (bdc) to fully appose the stent implant to the vessel wall, successfully completing the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. A scheduled follow-up angiogram the following day showed excellent results and the patient was discharged as scheduled. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for difficult to deploy reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. Additionally, it should be noted that the graftmaster coronary stent graft system instructions for use (IFU) states: the graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter.